Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: treatment of the dissection. Device issue: none. It was reported that the procedure was to treat a mildly calcified, 90% stenosis in the rca, and this was an ami case. After pre-dilating the lesion, the 2.25 x 18 pixel was implanted at a maximum of 18 atm. An angiogram revealed a dissection in the distal part of the lesion, so a balloon was dilated again, but the dissection remained. A 2.25 x 13 pixel was implanted to treat the dissection. The procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information. Intimal dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.